Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were many false positive signals in the evp assay. The customer has seen this problem in runs several times. It often concerns noro, sometimes in combination with hastv in the same channel, and sometimes with sav. Patient samples were involved, but results were not reported, patients were not treated and there was no impact to patients. The following information was provided by the initial reporter: many false positive signals in the evp assay. In the meantime, we have seen this problem in runs several times. Often it concerns noro, sometimes in combination with hastv (same channel) and sometimes even with sav.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were many false positive signals in the evp assay. The customer has seen this problem in runs several times. It often concerns noro, sometimes in combination with hastv in the same channel, and sometimes with sav. Patient samples were involved, but results were not reported, patients were not treated and there was no impact to patients. The following information was provided by the initial reporter: many false positive signals in the evp assay. In the meantime, we have seen this problem in runs several times. Often it concerns noro, sometimes in combination with hastv (same channel) and sometimes even with sav.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" while running the evp assay. A bd field service engineer was dispatched to the customer site where they performed re-normalization of the readers with new normalization cards. A qualification run was performed and passed. Instrument released for customer use. This complaint is confirmed by service & quality. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and two additional work orders were observed on 24mar2022 and 25feb2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.